Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4)

Event description:
During the urological surgery, the distal ceramic part of the sleeve became detached and fell into the bladder. Because of this, the procedure took longer than expected and unscheduled instruments had to be used.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the detachment of the distal ceramic component during surgery is most likely attributable to a combination of mechanical overstress, material deformation, and progressive degradation of the adhesive bond. These factors collectively led to a structural weakening of the connection between the stem and the ceramic tip, ultimately resulting in component failure. Preventive measures to avoid such incidents are clearly outlined in the instructions for use (IFU) and the reprocessing instructions. It is the user's responsibility to carefully follow and consistently apply these instructions. The event is filed under internal karl storz complaint ID: (B)(4).